Event description:
It was reported that when using the pyxis anesthesia system the user was unable to log in the station 21. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to login the station with the credentials. The technical support specialist checked the device settings for the login mode and attached an article on "windows firewall logging" to guide on this issue. The system functioned as intended after the technical support specialist troubleshooted the device.